Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level over 600 mg/dl and diabetic ketoacidosis. Customer alleged that the pump "beeps too much and does not work. Tandem technical support was unable to confirm allegation as additional information was not provided, and the customer declined to perform troubleshooting.